Event description:
It was reported that a vessel dissection and perforation occurred. The case was started with dual access to the left main (lm) and the complete total occlusion lesion in the proximal right coronary artery (rca). The rca was engaged with a convey guide catheter. The case was initiated with a non-bsc guide microcatheter and wire and was unsuccessful. A second attempt was made with a different non-bsc catheter and wire and was also unsuccessful. A third attempt was made with a non-bsc guide wire and a crossboss cto catheter. It was then noted that the rca was perforated, dissected and a pericardiocentesis needed to be performed on the patient. 850cc of blood were drained and infused back to the patient and the procedure was completed. The patient later returned to the cath lab for an embolization because the perforation had not closed. 4.0x8mm and a 2.0x4.0mm coils were implanted into the proximal rca to close the dissection. No further patient complications were reported and the patient's status was good and stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).